Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter¿s pump is broken and has received a new pump. The caller was wondering if the customer needed to go through training prior to using the new pump and said that the customer has been using shots since the week prior. The customer¿s blood glucose was unknown. The caller said that the customer¿s original pump was dropped, the screen was cracked and some numbers would show. When using the up and down arrows, sometimes the numbers would display and sometimes they would not. The customer was advised to discontinue use and to revert to a back-up plan per her doctor¿s orders. The damaged insulin pump is returning for analysis.

Manufacturer narrative:
Findings: pump had cracked and bleeding lcd glass, cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.